Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the patient expired after placement of a swan ganz catheter in the ER. The actual occurrence date is unknown. Additional information indicated that the ICU manager verbally confirmed that the patient's death was independent of the swan-ganz catheter. It was further indicated that they were experiencing low cardiac indices with the catheter and did not know if the numbers were truly reflective of the patient. In this particular case, the clinician stated that the patient was critically ill and likely had a low cardiac index. The placement of the swan didn't lead to patient death, but the values received from the swan were inaccurate.